Event description:
It was reported that there was lead migration followed by a loss of stimulation on the right side. The lead may have broken on removal, and the extension was replaced as a precautionary measure.

Manufacturer narrative:
(B)(4): analysis of extension # (B)(4) found no anomalies. The continuity was acceptable and no electrical shorts were identified between the circuits. Analysis of extension # (B)(4) found broken conductor wires. The #1, #2 and #3 conductors/wires were broken at the lead body to the proximal end transition. Circuits 1, 2, and 3 were open. Analysis of both leads found broken conductor wires. The #0 conductor/wire was broken at the connector sleeve on both leads. The 0 circuit was open on both leads. There were no shorts between circuits. On one lead the lead was stretched at the #3 electrode and the #2 electrode was crushed. Analysis of both anchors found no anomalies.